Event description:
It was reported via repair work order that the jack drifts up unintentionally when a load is placed on the opposite end due to damaged jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack drifts up unintentionally when a load is placed on the opposite end due to damaged jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation it was reported that there was no loss of any function of the stretcher.